Event description:
A customer contacted baxter malaysia regarding particulate matter found in the tubing of a cassette. Customer complained that her mother opened the plastic bag of product and found black particle inside the tubing. This was noticed before use. There was no patient involvement, injury or medical intervention related to this issue.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter in cassette was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed and it was noted that embedded particulate matter (epm) was in the tubing (fluid path). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.